Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Good condition with no appearance of any physical damaged. Check syringe plunger sensor found in pump event history log. Power up was unable to duplicate the reported problem. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced left plunger case for preventive

Event description:
It was reported that the device was presenting with syringe plunger sensor alarm. No patient injury was reported.